Manufacturer narrative:
Based on the limited data available, the investigation did not find a general problem with the reagent. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant result when testing a patient with the elecsys tacrolimus assay on a cobas e 411 analyzer. The initial tacrolimus result was > 40 ng/ml with no device alarms. The repeat result was 2.6 ng/ml. The initial reporter did not know if the initial result was reported outside the laboratory. The lot number and expiration date of the reagent were requested but not provided.